Event description:
Vague, anecdotal was rec'd from baxter-indicating increase in central line bacteremia. The account reports gram-positive organism cultures were found in central lines using the clearlink valve. No add'l info is available at this time.